Manufacturer narrative:
This occurred on an unspecified date "in the past week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp and tubing of a peritoneal dialysis (pd) transfer set became separated which resulted in a leak. This issue was further described as, "the transfer set fell apart between the plastic piece that open and close to allow pd fluid flow and the tubing and pd effluent was flowing to the floor¿. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury, however the patient was given antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
Correction: d4 catalogue #, g4: PMA/510k #. D10: update adapter to plastic adapter, upon clarification. H10: the actual device was received for evaluation. Visual inspection was performed using the naked eye and magnification which revealed the female connector separated from the silicone tubing which would result in a leak. There was evidence on the inside of the silicone tubing indicating the female connector was assembled previously. The reported leak condition was verified. The cause of the separation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.